Event description:
The adj wire collet 0.7-1.8mm was sent for service and during failure analysis it was noted that there are metal shavings by the driveshaft and lever of the device. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that wear on the driveshaft may produce metal shavings. Therefore, it is likely the reported event was due to driveshaft scoring.